Event description:
Related to MFR report # 2183959-2012-01415. It was reported by plaintiff¿s attorney that the plaintiff was implanted with a perigee on (B)(6) 2008 to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged the plaintiff experienced ¿significant mental and physical pain and suffering, has sustained permanent bodily injury,¿ impaired physical relations, mental anguish, emotional distress, disfigurement, disability and other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.